Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Current blood glucose level 100 mg/dl. Customer don't have any symptoms for high blood glucose. The customer was treated with insulin pump for high blood glucose. Customer was not using auto mode feature at the time of event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The rewind and load reservoir test was successful. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.